Event description:
The account alleged the brake casters are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake linkage and adjusted the brake casters to resolve the issue.